Manufacturer narrative:
The date of the event and death date were not reported, the aware date was used as an estimate.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient died. It was reported via social media that the patient had the watchman closure device implanted and one month post procedure the patient died.